Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed; there was no image. In addition to the white contamination found in the air/water channels, the suction connector had water leakage, and there was an interference failure evident in the image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope displayed an e315-scope communication error. This occurred during maintenance; there was no report of patient harm. The device was returned, evaluated, and a white contamination, possible a simethicone type product, was found in the air/water channels. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the scope connector. The event can be detected and prevented by following the instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.